Event description:
Related manufacturer reference number: 2017865-2022-42656, related manufacturer reference number: 2017865-2022-42657. It was reported that the right atrial (ra) lead had dislodged, and the right ventricular (rv) lead exhibited low pacing impedance due to insulation break. During the revision procedure the ra lead helix was unable to be retracted and the implantable cardioverter defibrillator (ICD) set screw was loose, so the ICD, ra, and rv lead were explanted and replaced. The patient was discharged after the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Correction: section g3 ¿ the awareness date should have been 13 dec 2022 rather than 12 dec 2022.

Manufacturer narrative:
The reported events of insulation damage and low pacing lead impedance were confirmed. As received, a complete lead was returned in two pieces. X-ray examination showed that all filars of the inner coil were fractured distal to the suture sleeve tie impression. Destructive analysis was performed and verified that all filars of the inner coil were fracture and the inner insulation was damaged in this location. The cause of the reported events was due to the damaged inner insulation and fractured inner coil distal to the suture sleeve tie impression.